Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for high blood glucose and stated that she could smell insulin when she gave a bolus. The blood glucose reading was 349 mg/dl. The customer was wearing the insulin pump at the time of the event. She had changed the infusion set prior to going to the emergency room and the blood glucose already began to drop. She was treated with intravenous fluids and not admitted. The insulin pump was not returned or replaced.